Manufacturer narrative:
As alleged, post implant of flat mesh the patient experienced various symptoms, including inflammatory rheumatism with autoimmune sacroiliitis complicated by autoimmune uveitis with repeated vision loss. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section lists, pain and inflammation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report(B)(4): period of occurrence since 2015. As reported, the patient underwent right inguinal hernia repair on (B)(6) 2013 during which a bard flat mesh was cut to size as required and implanted. General and digestive surgery subject: surgical report (B)(6) 2013) nature of procedure: right external oblique inguinal hernia. Treated using the lichtenstein technique. Detailed description: patient operated on the left side in 1989 using the bassini technique. Symptomatic right inguinal hernia. Indication for surgery. As per the hospitalization report dated (B)(6) 2013: the patient was admitted to the outpatient surgery department of the sainte-barbe clinic on (B)(6) for treatment of a right inguinal hernia. Surgical exploration revealed an external oblique hernia. Parietal repair was performed using the lichtenstein technique with prosthetic reinforcement of the inguinal region. The patient was able to leave the outpatient department on the evening of (B)(6), in good general and local condition. A follow-up consultation and removal of the skin staples are scheduled in about a week. Current patient status: "development of various symptoms, including inflammatory rheumatism with autoimmune sacroiliitis complicated by autoimmune uveitis with repeated vision loss, requiring the insertion of an ozurdex intraocular device, which led to the cessation of my professional activity as a doctor and disability." Actions taken in the healthcare facility for patient care: nr